Event description:
It was reported that (10) pcu front cases are being replaced due to keypad issues with various issues . The customer confirmed that there was no patient involvement.

Manufacturer narrative:
The customer reported complaint of the keypads being replaced due to various keypad issues was evaluated. Keypads were confirmed to have faulty system on keys and nonfunctioning ac indicator lights. An internal inspection was performed. Each layer of the front case was removed and inspected for anomalies. Signs of fluid ingress was visible on 10 out 10 keypads. Broken traces were observed on 7 out of 10 keypads. Test results identified that the ac indicator lights did not illuminate after plugging in the power cord on 7 out 10 keypads. All other keys on the keypads were functioning as intended except. Three keypads associated to s/ns (B)(6) had faulty system on keys. S/n (B)(6) powered on unexpectedly. All other keys on the keypads were functioning as intended. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 31-jul-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 05-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (10) pcu front cases are being replaced due to keypad issues with various issues. The customer confirmed that there was no patient involvement.